Manufacturer narrative:
The surgeon did not use this component during surgery. On 06 june 2016, the packaging dept. Manager performed a preliminary investigation, based on the images received from the initial reporter, and commented as follows: we are waiting the device back in order to perform a deeper analysis of the event. At the moment I can hypotize that the imovement of the implant is involved in the damage of the mousse. Batch review performed on 06 june 2016. (B)(4). On 09 june 2016, the packaging dept. Manager performed a visual inspection of the retrieved items and commented as follows: the little fibers detected are clearly detached from the mousse. The gmk-sphere femoral component, due to its particular shape, needs a specific mousse shape in order to be maintained correctly and fixed into the packaging. Probably, the fibers are detached from the outer mousse limit or from the mousse holes, specifically manufactured for the implant pegs. After the implant release its movement, during transportation or storage, can have caused the fibers detachment.

Event description:
Some impurity staff or mousse residuals were found inside of the femoral component packaging.

Manufacturer narrative:
On 29 july 2016 it was prepared a final report with the information already submitted in the initial report. On 10 august the report was sent to the initial reporter and the case was closed.